Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link catheter solution set became kinked, resulting in a no flow. This was reported to have occurred during patient infusion, where the patient¿s arms were tucked. The reporter stated that they were unable to position the extension set at the hand/wrist area without the set kinking. It is unknown if there was patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.